Manufacturer narrative:
One actual folfusor was received containing approximately 78 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Occurrence date (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a patient came back to the hospital there was only a small amount of medication that was administered by the small volume folfusor. There was no patient injury or medical intervention associated with this event. No additional information is available.